Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the volume was control was stuck on minimum volume and crack on it. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, faded or stained or peeling serial number label, peeling or fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads and scratched case. (B)(4).